Event description:
This lead has chronic high outputs. The rv lead also has chronic high outputs and due to the patient's condition, the physician decided to change out the ICD. This lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 8/4/2017 - this lead was taken out of service on (B)(6) 2017. It is unknown if this lead was capped or explanted, however it is no longer active.